Event description:
It was reported that the patient was experiencing pain at the battery site. It was also noted that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.